Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the rtos single board computer circuit board was defective and was replaced. The system was initialized repeatedly without problem. The system was fully tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 fails to initialize intermittently. There was no adverse patient involvement reported. There was no pt information reported.